Event description:
It was reported that the pump displayed dosing stops soon and logged a sensor error while connected to the continuous glucose monitor (CGM), after which glucose readings ceased for approximately 4.5 hours; the last sensor value displayed was 45 mg/dL, and the user did not treat or verify with a fingerstick at that time, later obtaining a fingerstick of 140 mg/dL and deciding to replace the sensor. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no injury and no medical intervention beyond sensor replacement. Investigation included user counseling on verifying unexpected CGM values with a fingerstick and treating low alerts per instructions. Investigation of this case revealed a suspected sensor data interruption triggering pump dosing protection, with the CGM sensor implicated. It was concluded, based on previously established findings for similar reports, that user decision-making and sensor signal loss were contributory to the issue reported.

Manufacturer narrative:
Initial